Event description:
It was reported that the user, a truck driver, dropped the ilet while exiting a truck, after which the touchscreen became unresponsive and the display was not visible, consistent with a device problem of unresponsive keys/buttons and involving the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a software problem associated with the touchscreen unresponsiveness, consistent with a component-related failure affecting the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.